Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation and information obtained by olympus, the foreign material was clogged at the biopsy tube. Additionally, the user did not perform or complete reprocessing before sending the device to olympus. Subsequently, foreign material resembling an endoscope accessory remained in the biopsy channel. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in bf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection, that the instrument tube of the bronchovideoscope was clogged with foreign material that resembled an endoscope accessory. There were no reports of patient involvement.